Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not exiting the cartridge tubing during the loading sequence. Customer's blood glucose was within range value not provided. Customer used another cartridge to resolve the issue.